Event description:
It was reported that the patient had been externally cardioverted to treat torsade de pointes. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No additional information was available.

Manufacturer narrative:
(B)(4).